Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 5.0mmx100mmx80cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured between the tip and the center. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.